Manufacturer narrative:
The date of the event onset was reported as ¿either wednesday ( (B)(6)2016) or thursday ( (B)(6) 2016)¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. On an unreported date, the pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient had not recovered. No additional information is available.